Manufacturer narrative:
Field service determined the c4000 cover was slowly closing due to the cover/lid spring tension being low. Field service adjusted the spring tension per protocol to resolve the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cover on the architect c4000 analyzer is loose and starts to slowly close when not supported. Field service was dispatched and adjusted the spring tension on the cover to resolve the issue. No injuries occured due to the cover being loose and slowly closing.